Event description:
Information was received from a consumer via a company representative regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was non-malignant pain. The reporter was calling for assistance with programming the catheter volume with the tablet following a catheter revision. Per the report, the catheter was revised because the pump was hurting the patient on the side that it was implanted, so the pump was moved to the patient¿s other side. The patient was getting great therapy, but just wanted the pump moved to the other side.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.